Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, product type: lead. Other relevant device(s) are: product ID: 4351-35. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported his wire needed to be replaced. There were no further complications that have been reported as a result of this event.